Event description:
The healthcare professional reported that during an endovascular embolization procedure, the 6mm x 20cm orbit galaxy complex fill (640cf0620 / lot#: unknown) was the first coil. It was reported that the coil could not be advanced nor retrieved by the physician. There was no report of any negative patient impact. On 30-jul-2025, additional information was received. Per the information, the physician ¿pulled the coil and microcatheter at the same time. After inspection, [the coil] turns out to be stretched.¿ the information indicated that the physician used another 6mm x 20cm orbit galaxy complex fill (640cf0620) and the procedure was successfully completed.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section d.2b: procode is krd/hcg. Section d.4: the expiration date of the device is not known as the device lot number is not available / not reported. The full UDI is not available without the expiration date. Section e.1: the initial reporter phone is not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Section h.4: the device manufacture date is not known as the device lot number is not available / not reported. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by johnson & johnson medtech, or its employees that the report constitutes an admission that the product, johnson & johnson medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No:(B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 22-sep-2025. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: b.4, d.9, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 6mm x 20cm orbit galaxy complex fill was received contained in the decontamination pouch. Visual inspection was performed. The hypo tube was observed in a broken condition. A kink was also noted on the hypo tube near the area where the broken state was noted. The coil was returned inside the introducer. Microscopic inspection was performed. The embolic coil was observed still attached to the delivery system. No damages were found on the embolic coil (i.e., no elongations, no kinks, and no non-concentric loop). The reported issue regarding the impeded condition felt was confirmed based on the findings documented above. The broken condition of the returned device suggests that it was subjected to excessive force to overcome the friction with the microcatheter. Factors not described in the event description, such as inadequate flush, may have contributed to the issue encountered during the procedure. There is no indication that the issue reported is a result of a defect inherently related to the device. The issue regarding the coil being stretched cannot be confirmed with the evidence available since the coil was found undamaged. There is no indication that the issue reported in the complaint results from a defect inherently related to the device. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. The device lot number was not available. The manufacturing documentation review could not be performed without the lot number. It should be noted that product failure could be caused by multiple factors. The instruction for use (IFU) contains the following precaution: if unusual friction is still noticed during advancement or retraction of the microcoil system, verify flush lines are open and properly pressurized. Then slowly withdraw the entire microcoil system and examine for damage. Replace it with a new microcoil system. If friction still exists, withdraw and examine the delivery catheter system. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.